Event description:
Patient in for revision of left hip prosthesis due to wearing of articular surface. Five prosthetic pieces included in specimens obtained. It was a depuy pinnacle explant exhibiting problems with metal-on-metal. Lab work verified.